Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. The patient's right atrial (ra) lead had varying capture thresholds and the physician believed the lead was dislodged. The patient was asymptomatic. The ra lead was explanted and replaced. The patient was stable throughout the procedure.